Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the device and found dried saline deposits in the battery compartment. The fse cleaned the dried saline residue and replaced the safety disk, which was expired. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications.

Event description:
It was reported during routine check by the customer that the cardiosave intra-aortic balloon pump(iabp) does not release either battery. There was no patient involved.

Event description:
It was reported during routine check by the customer that the cardiosave intra-aortic balloon pump(iabp) does not release either battery. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.